Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention. A 5.00 x 32mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the delivery system broke while attempting deployment. The procedure was completed. No patient complications nor injuries were reported.